Event description:
It was reported at the beginning of the case, one of the lights on the anspach console came on except for the forward light and the rpm meter which read "0". When it came time to bur, an e8 error popped up. After the handpiece was switched, the e8 continued to flash, but the bur worked just fine. The anspach drill was switched and the system was restarted from the ups. The investigation revealed the root cause of the issue is an internal problem with the anspach drill.

Manufacturer narrative:
H3, h6: the device was used in treatment and returned for evaluation. It was reported that the drill would not spin, showing e8 error. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. We could confirm there was a relationship established between the reported event and the device. Visual inspection and functional evaluation (from the initial investigation) were performed on the returned device. The drill was not spinning nor light up any of the rpm lights on the front of the console. If the user slowly inserts the drill an e8 error appears. If you quickly switch drills while the e8 error shows, the e8 error will remain while the "good" drill spins. Visual inspection did not reveal any recessed pins. Most likely there was a broken wire inside of the connector however this could not be investigated in house and must be returned to the OEM. The root cause after investigation was established to be supplier / raw material fault.